Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch select meter was displaying an unknown error message. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient stated that on (B)(6) 2011 at approximately 11:30am, she attempted a blood glucose test with the subject meter and received an unknown error message. The patient reported that she manages her diabetes with insulin (unknown type) and is a self adjuster. The patient reportedly consumed less food and drink at approximately 11:45am as a result of not being able to check her blood glucose. Allegedly, three and a half hours later, the patient experienced symptoms of "shaking" and denied receiving any form of treatment. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time but was unable to ascertain the exact error message. The issue was resolved with troubleshooting/training. The cca noted that the patient was removing her test strips from the original vial and storing them in a plastic bag. The cca educated the patient on correct storage and assisted her with a successful blood test using strips from an unopened, new vial. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a supplemental

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k072543.

Manufacturer narrative:
Patient's information clearly states misuse of product based on the initial report or an off label use of product contrary to instructions for use. No product analysis required. A device history record (DHR) was reviewed for this particular meter lot and no problems were found for this particular meter lot. For the initial report information was missing. Should be marked as life threatening.